Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced a seizure but his cgm displayed 262 mg/dl. His spouse called emergency medical services who performed a bg upon arrival which was 22 mg/dl. The patient was treated with glucose and transported to the emergency department where the patient continued to receive glucose. The patient was evaluated and diagnosed with a urinary tract infection and prescribed an unspecified antibiotic. The patient was released later that day and recovered at home. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.